Manufacturer narrative:
Potentiometer disengaged from lift motor gears.

Event description:
It was reported by service report that the foot lift motor will not go all the way down. No patient involvement or adverse consequences are reported.